Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided, and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving one patient. This is the third of three reports. Refer to 9611594-2015-00153 for the first report. Refer to 9611594-2015-00154 for the second report. The balloon ruptured and was replaced at the hospital, the next tube inserted (B)(6) to (B)(6), again the balloon ruptured, and the third tube inserted (B)(6) 2015 was replaced (B)(6) 2015 after we noted formula seeping into the j-portion of the tube. The patient is fed via the j-portion of the device. Under fluoroscopy the physician viewed a perforation at the distal g-portion of the tube which was proximal to the j-juncture of the tube. A replacement tube was inserted. There were no injuries or patient adverse effects due to the reinsertion of each of the tubes.